Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's nurse reported via phone call of the customer being hospitalized for hypoglycemia and low blood glucose levels. The nurse states the customer was having issues with the device previously. The customer's blood glucose level at the time of incident was 49mg/dl. The customer's current blood glucose level is 286mg/dl. The customer's blood glucose level at the time of paramedics arriving was 44mg/dl. The nurse states the device was the cause of the low blood glucose. Troubleshoot was not able to be conducted, due to the call disconnecting. The nurse was advised to call the help line in order to troubleshoot the pump.